Manufacturer narrative:
(B)(4). Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the dat test at 0.08785 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose in the 60 mg/dl range at the time of the incident. The customer was at 205 mg/dl at the time of the call, and 110 mg/dl at the time of admission. The customer used juice to treat. The customer experienced symptoms such as seizures. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. Customer also called for assistance uploading their pump. The insulin pump will be returned for analysis.